Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead experienced diaphragmatic stimulation that could not be programmed around. Also, patient experienced discomfort. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.